Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal symptom ("abdominal complaints"), back pain ("complaints of the back"), groin pain ("complaints of groin"), headache ("headaches"), fatigue ("fatigue") and disturbance in attention ("concentration problems") in a female patient who had essure (batch no. 683279) inserted for sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal symptom (seriousness criteria hospitalization, medically significant and intervention required), back pain (seriousness criterion hospitalization), groin pain (seriousness criterion hospitalization), headache (seriousness criterion hospitalization), fatigue (seriousness criterion hospitalization) and disturbance in attention (seriousness criterion hospitalization). The patient was treated with surgery (fallopian tube and essure were removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal symptom and fatigue had not resolved, the back pain, groin pain and disturbance in attention outcome was unknown and the headache had resolved. The reporter considered abdominal symptom, back pain, disturbance in attention, fatigue, groin pain and headache to be related to essure. The reporter commented: the events developed after the insertion of essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-oct-2017 for the following meddra preferred terms: abdominal symptom. The analysis in the global safety database revealed 0 cases. Back pain. The analysis in the global safety database revealed 389 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 17-oct-2017: the event concentration problem was added. Essure and fallopian tubes were removed on (B)(6) 2016. Patient indicated she was hospitalized as a result of the adverse event(s). Patient does not have complaints of head ache anymore and also the degree of fatigue has diminished). Patient is not recovered yet, she still has a lot of abdominal complaints, which is under treatment of the general practitioner. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-oct-2017 for the following meddra preferred terms: abdominal symptom. The analysis in the global safety database revealed 0 cases. Back pain. The analysis in the global safety database revealed 389 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.